Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and several gore® viabahn® devices were implanted in the renal arteries (the physician was creating a chimney procedure). It was reported that on (B)(6) 2014, the patient was admitted emergently to the hospital. The patient presented with renal insufficiency and was transferred to a different hospital where the treating physician explanted all of the gore® devices to save the patients renal arteries. The vasculature was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to renal (e.g., artery occlusion, contrast toxicity, insufficiency, failure), and surgical conversion.additional devices implanted and/or related to this event: pxc141400/12073676, pxl161007/11769339, and plc181000/12135035.